Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix lancet device after firing. No action taken or treatment given based on the lancet device issue. The reporter states that the correct lancets were used and seated properly. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.